Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use their device to deliver synchronized cardioversion to a patient and the device failed to deliver a shock and logged an event code in its memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. The customer informed physio-control that there was no harm or adverse effects to the patient as a result of the reported issue.